Manufacturer narrative:
Add'l info regarding this incident has been requested. The sample may be available for eval. If add'l info is received and/or the sample is received for investigation, a supplemental report will be submitted. (B)(4).

Event description:
The pt pulled out the catheter, and it separated during removal. X-rays and a cutdown were performed, however, the catheter was not found in the pt's body.